Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: system performance indicators such as system check and calibration curve at the time of the event were not provided for reviewing. The customer reported that quality control (qc) results were falsely low, while no issues related to sample integrity were identified. A beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. During the on-site assessment, the lss confirmed that qc results were falsely low as reported. Inspection of the substrate bottle revealed visible leakage marks. Based on these observations, the lss suspected a defective substrate and replaced with another new bottle of substrate and prime pipeline, then performed qc which was passed with expectation. The patient il-6 result had been sent out of lab, the lss communicated with the customer to retrieve these reports, retest and send again. The substrate coa (certificate of analysis) was searched on the beckman coulter website, indicating the product met release specification. The substrate lot 539213 has been searched, no similar non-conformances were found for this issue indicating no manufacturing non-conformances occurred and product met all release specifications. Per the unicel dxi operator's guide d02456af, it states ¿replace substrate bottles only with the top cover closed to avoid spillage into the instrument¿. And ¿prior to use, a bottle is equilibrated to room temperature in the substrate equilibration area located underneath the reagent load door.¿ in conclusion, the likely cause for this issue is a defective substrate leading to a hardware malfunction. Although a user error is suspected as visible leakage marks on the substrate bottle were observed, the primary failure mode is unknown. The customer replaced the bottle of substrate and performed priming to resolve the issue. Note1: access il-6 part number a16369 is used to complete MDR reporting as access il-6 is still emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is is approved in that country as in vitro diagnostics and is not under emergency use authorization. Note 2: no access il-6 reagent lot number was provided: no UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.

Event description:
The customer reported false low quality control and false low patient results for multiple assays on their dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(6)). Among the affected assays, the customer reported one false low result for an access il-6 patient sample (access il-6 assay, part number a16369). The patient initial il-6 result was 586.52 ng/ml, the retested il-6 result was 730.28 ng/ml which increased and had a large deviation with initial result, the customer questioned the initial il-6 result was false low. There was no report of injury and no report of change to patient treatment or management in connection with this event. No hardware error messages were reported in connection with the event. System performance indicators such as system check and calibration curve at the time of the event were not provided for reviewing. No issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.